Event description:
Procedure: sleeve gastrectomy. According to the reporter: during this intervention, it took too long to position the clip. In an emergency case, the physician had difficulties to handle the hemostasis. It was difficult to position the clip afterward. It was not possible to make an hemostasis. Blood loss greater than 500cc. Surgical time was extended by one hour.

Manufacturer narrative:
Tracking number: (B)(4).